Manufacturer narrative:
The icp express monitor was received for evaluation. UDI - (B)(4). The complaint was confirmed using product testing and the service and repair report indicates the root cause was a stuck button on the front panel. The replacement of this component followed by additional testing confirmed this as the cause. A DHR review, trending and service and repair analysis were performed as part of the evaluation. Proper finished goods testing was performed prior to release. Product was received for analysis and the investigation confirmed the issue.

Event description:
A facility reported the icp express monitor kept beeping. No patient involvement.